Event description:
It was reported that a user experienced hyperglycemia up to 400 mg/dl while using the ilet and intermittently reverting to subcutaneous insulin via pen, in the context of user-initiated weight setting changes on the pump, extended infusion set wear to 3.5¿4 days, weekly high-carbohydrate pasta meals of approximately 80 grams with split meal announcements, and pump pauses with temporary reversion to mdi; the medical device problem and device component details were not available. Symptoms included tingling in the head and a high glucose alert. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information and no findings available, and the device component and specific medical device problem information were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. However, use error may have been a contributing factor to this event.

Manufacturer narrative:
Initial.